Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: -catalog#: 00801802803 femoral head sterile product 12/14 taper lot#: 60194064 -catalog#: 00611006828 liner 28 mm lot#: 60094085 -unknown cup -unknown bone screw -unknown bone screw the following sections were updated/corrected updated: b4, b5, d7, d11, g4, g7, h2, h3, h6, h10 the event was confirmed with radiographs received. Review of the available records identified the following : there was oblique periprosthetic fracture of the proximal femur with component subsidence. Abnormal radiolucency was observed along with superior acetabular component and fixation screws reflecting osteolysis. No other abnormalities were noted. Review of the device history records of the stem identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00801802803, femoral head sterile product 12/14 taper lot#: 60194064, -catalog#: 00611006828, liner 28 mm lot#: 60094085. Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device being discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.